Event description:
It was reported that five days after implant, the patient presented with left-sided chest discomfort. Device interrogation found intermittent rv (right ventricular) lead capture. The lead was successfully repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.